Event description:
It was reported, the video system center had an e216 communication error and the screen blacked out. The power was restarted three times, and the device functioned as intended; the physician was able to complete the therapeutic ureterocutaneous fistula reconstruction. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported image issue (screen blacked out); therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.